Event description:
It was reported that there was oversensing of noise on the ventricular channel of this pacemaker system. Technical services (ts) reviewed device episode data and confirmed oversensing and recommended a chest x-ray. Clinician noted that a chest x-ray was performed and noted that the leads were close to each other. Ts suggested reprogramming right ventricular (rv) lead sensitivity as troubleshooting. No adverse patient effects were reported. Currently, this pacemaker system remains in service.